Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply and infusion site change on an ilet system, the user experienced hyperglycemia with a highest reported blood glucose of 381 mg/dl by fingerstick and a cgm value of 368 mg/dl, remaining out of range for approximately three hours; the device alerted for high glucose and a subsequent site change and resumption of insulin delivery were completed with coaching, after which glucose trended down by about 50 mg/dl. Symptoms included tiredness. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included user coaching, review of the reported glucose data, confirmation of alarm function, and a follow-up call to verify resolution. Investigation of this case revealed suspected infusion site absorption issues consistent with possible insertion into scar tissue, with device functionality appearing intact following the assisted site and supply change and appropriate alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.